Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope did not blow air during reprocessing. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with a foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The jet channel was perforated. The light guide rod lens was discolored. The charge coupled device cover lens was discolored. The plastic distal end cover was scratched. The bending section cover adhesive was separated. The cutting wire was distorted. The connecting tube was scratched and wrinkled. The grip unit was scratched. The section cylinder nut paint was peeling off. The universal cord was scratched. The play of the angulation up/down knob and right/left knob was loose. The bending angle was reduced due to elongation of the angle wire. Natural air supply volume at idle was out of specification. Water contact/water removal was insufficient. Air/water function specific air/water flow was out of specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.